Manufacturer narrative:
Calibration data was acceptable and confirmed the assay worked within specification. The alarm trace shows no suspicious alarm at the time of the event. Instrument checks show that the instrument works within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results from the cobas e 801 module. The results were 73.5 ng/l, 31.9 ng/l, and 3874 ng/l. The result from another cobas e 801 module was 4007 ng/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 35869900. The expiration date was requested but was not provided. The field service representative cleaned the sample probe and confirmed the probe positions, cleaned the mixer paddle and sipper flow path, performed system air purge and prime, and performed an instrument check. The quality control testing showed no abnormality in the instrument operation.